Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing and high out of range pacing impedance measurements. Loss of capture (loc) was also noted in the bipolar configuration. No adverse patient effects were reported. The patient remained under monitoring. This rv lead remains in service.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a070909. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing and high out of range pacing impedance measurements. Loss of capture (loc) was also noted on bipolar configuration. No adverse patient effects were reported. The patient remained under monitoring. This rv lead remains in service.